Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). On (B)(6) 2019, it was reported that the unit would not power on. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Product review of the electric dermatome on (B)(6) 2019 revealed that the motor was running weak and erratically. The device was within calibration specifications and the control bar was in the correct position. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the motor, power cord, power switch and bearings. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor was running weak and erratically. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the unit would not power on during testing. During evaluation of the device, it was discovered that the device was running weak and erratically. No adverse events were reported as a result of this malfunction.